Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The user facility reported a 60-year-old male patient that underwent ascending aortic replacement for sepsis, aortic dissection, and the left and right coronary arteries also had false lumen occlusion. Coronary artery bypass graft was performed on the right and percutaneous coronary intervention was performed on the left, and the patient was managed with extracorporeal membrane oxygenation - impella (ecpella). Surgery was performed and impella cp was placed. Postoperatively, the patient was managed with an open chest. Eleven days later, the coronary artery bypass graft was repaired, and impella cp was exchanged for impella 5.5, and the chest was closed. Immediately thereafter, signs of infection were observed, and hemodynamic failure occurred. The infection was attributed to the prolonged thoracotomy procedure and was not related to the impella support. It is unclear whether the change to impella 5.5 is related to the procedure. It was further reported that that when patient was escalated from impella cp to 5.5 the patient's heart failure worsened after the device was replaced, and the patient expired of severe heart failure. The relationship between death and impella is unknown.

Manufacturer narrative:
The investigation has been completed since the original report was submitted. No product or data logs were returned for evaluation. Clinical details noted that the patient had replacement of artificial ascending blood vessel due to sepsis and was being managed on ecpella support with chest open when the decision was made to escalate to impella 5.5 for more flows. After placement of 5.5 via direct aortic access, the patient developed an infection and passed away. The clinical team noted that there were no issues with the function of the impella and the infection was attributed to previous prolonged thoracotomy. The cause of death was reported to be due to the patient's worsening heart failure and there was no implication of a relation to impella. Evidence has not been provided, therefore, the root cause of the infection could not be determined. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 code 4114 was reported incorrectly on the previously submitted report. New code has been added to type of investigation codes. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded.